Event description:
It was reported that the 6800 system had a burr on the image intensifier cover. Also, the c-arm would not lock in place. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The burr was removed and the arm tension was adjusted during the service call. The system was tested and found to be working as intended and put back into service.